Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 500 mcg/ml of clonidine at 135.04 mcg/day, 25.0 mg/ml of bupivacaine at 6.752 mg/day, and 30 mg/ml of morphine at 8.102 mg/day via an implantable pump for spinal pain. It was reported the patient's pump went empty in the past because their healthcare provider was unable to refill the pump. The patient reported symptoms of feeling achy. It was unknown when this occurred, however, the patient thought it was like 5 years ago. The patient established care with their current managing doctor and their pump has since been refilled. No further complications were reported or anticipated.